Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). The device was received for evaluation. During functional testing, false downstream occlusions even when the patient arm was immobilized was not reproduced. Evaluation had device sent to flow line for downstream occlusion testing with a passing result. A review of event history log revealed multiple occurrences of the reported problem. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor out of specification. The sensor scale factor calibration will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of false downstream occlusion alarm even when patient arm was immobilized during delivery in the general patient ward. There was no report of patient injury or medical intervention associated with this event. No additional information is available.